Event description:
A hospital's vigilance correspondent reported to the (B)(4) component authorities that during cataract surgery, the footswitch of the phacoemulsification system got blocked, leading to a handpiece failure. Subsequently, the procedure was aborted. Additional info was received indicating that calibration tests were successfully performed prior to the procedure. The surgeon performed a micro-incision in the cornea and introduced the handpiece which did not function. Other handpieces were tested but the problem did not resolve. The facility did not have a second footswitch that could be used. The procedure was stopped and the pt was transferred to another hospital to complete the surgery following a 30 min delay. Oral medications were given and an occlusive dressing was implemented for the transfer. The procedure was then completed without incident. The pt experienced no perioperative or postoperative consequences. All procedures planned on that day were cancelled following this incident. The reporter stated the problem was that the footswitch was not included in the calibration tests as if this had been done, the issue would have been detected. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).